Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined hardware failure. A field service engineer cancelled the work order, since another request was already received for this device. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a hardware failure. Customer stated that was several cubies had failed and there was a delay in patient care. There were no adverse events or injuries reported based on this event.